Manufacturer narrative:
On (B)(6) 2019, customer at (B)(6) center reported intermittent signal loss globally in their wmts system. Nka replaced 6 of their oldest orgs on 06/05/2019 however the intermittent signal loss continued to be a problem. Service requested: troubleshooting/assistance. Service performed: per project manager (B)(6): I think you can close this ticket out. We are moving forward with completing a spectrum analysis on the customer's wmts antenna system. The culprit of housewide signal loss is likely that the antenna system is aged. Investigation result(s): the root cause is suspected to be aged antenna system. Issue not suspected to be caused by deficient org or design. Review of tickets opened at the facility found no further reported issues of signal loss. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. D11. Concomitant medical products. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the wireless medical telemetry service (wmts) experienced signal loss. No patient injury or harm were reported.

Manufacturer narrative:
The customer reported that the wireless medical telemetry service (wmts) experienced signal loss. No patient injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical product: telemetry device- (serial number: unknown). Attempts were made to obtain information, but not provided.

Event description:
The customer reported that the wireless medical telemetry service (wmts) experienced signal loss. No patient injury or harm were reported.